Event description:
It was reported that the patient presented remotely. Upon review of the transmission, the implantable cardioverter defibrillator (ICD) exhibited non-sustained ventricular oversensing episodes due to failure to capture. Programming changes were performed. The patient was stable.